Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment rendered for the event was not reported. At the time of the report, the patient's recovery status was not reported. Action taken with physioneal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that peritonitis was manifested by fever, cloudy effluent, and the child was whining. The patient was treated with cefepim (intraperitoneally, dose and frequency not reported) for the event of bacterial peritonitis. Treatment with cefepim was discontinued after 12 days and the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.